Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. There was no reported impact to the customer's blood glucose level. Reportedly, a replacement wall adaptor and cable was sent to the customer and customer was able to charge the pump.